Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. Information was reported that the patient was getting an informational power on reset (por) message. The patient said he charged the ins on thursday and was not around any emi. The patient was assisted with clearing the por and the issue was resolved over the phone. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that nothing out of the ordinary happened that caused the por message. Per the patient, "it just stopped sometime during the weekend is all". No further information was reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional. It was reported that the patient weighed (B)(6) pounds, was 6' 2", and was 58 years old. No further complications reported.